Event description:
As of last summer, pt started having very bad leg pain and back pain. They called their dr who implanted this device. Dr told pt this had nothing to do with implant. Pt went to a couple different drs. They all told pt it was the device, they would see pt's toes tapping. Once again pt called their dr, who told them it had nothing to do with the implant. 2/02 pt called the rep. He did an x-ray and told pt the leads come out. When he turned device off, pt's legs stopped hurting. The dr did another operation. Left the old device in and put in a new one. The pains worsened. Pt asked why he left the old one in, two mos later another operation. To pt's surprise their backaches were completely gone, that's when he removed the old device. Leg pain never stopped. In just 3 weeks pt has been in and out of the hosp due to pain. Pt can't understand what's going on and why their dr can't answer their questions. Pt has also contacted medtronic, the maker of the device, no help. Pt's life has changed. They are in pain every day, and no one to help. Pt wonders why this device is out there. They are very scared that they may have nerve damage.